Manufacturer narrative:
The initial reporter should have been dr. (B)(6) rather than dr. (B)(6). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicted that surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Reportedly, patient underwent an unrelated surgery wherein the ipg was not placed into surgery mode. Manufacturer's representative was unable to recover the ipg using clinician programmer. Surgical intervention may be pending to address the issue.